Event description:
It was reported that when deploying two consecutive inset 23 infusion sets, the cannula did not adhere to the body and the infusion set was deployed incorrectly, despite same-day training on the product. There were no reported clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed no device problem was found; however, a usage problem was identified, associated with improper or incorrect procedure or method for the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.